Event description:
Reporter alleged the needle from the softclix lancet device used in finger-stick blood glucose testing would not retract after it was used. No actions were reported or treatment received. A request was made for the return of the suspect product and replacement product was sent.